Manufacturer narrative:
(B) (4). (B) (4). Seroma. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure with implantation of mesh on (B) (6) 2010. The patient developed a seroma on (B) (6) 2010, and the surgeon drained 1800ml of fluid from the seroma. On the (B) (6) 2010, the surgeon drained another 3500ml of fluid. Then on (B) (6) 2010, 100ml of pus was drained and on (B) (6) 2010 an 500ml of pus was drained. At this stage, the surgeon will most likely look to re-operate and explant the mesh. Additional information has been requested.